Event description:
Additional information received further clarified that the patient experienced iris prolapse and was transferred to a tertiary hospital for further management. At six weeks post operative evaluation, the patient exhibited no specific ongoing issues.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that two substitute knives were used during cataract surgeries. Due to the different geometry of the substitute knives, surgical complications and unspecified patient harm was experienced. Additional information has been requested.